Event description:
The facility's biomedical engineering department returned the device for service. During testing, a failure code 810.11 occurred on channel c. According to the biomed, no patient injury has been reported involving this pump.